Event description:
It was reported that the insulin pump had alarmed no delivery. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk. The device was received with a missing end cap sticker. Further testing could not be performed due to the loose drive support disk.